Event description:
The recipient reportedly experienced headaches. The recipient was diagnosed with hflu meningitis. The surgeon reportedly does not believe this to be device related. The recipient reportedly responded well to antibiotics.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.